Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported with the difference between the sensor and blood glucose values. The customer reported blood glucose value of 45 mg/dl. The customer experienced with symptoms of discomfort and trembling. The event involved product(s) mmt-7040c9. Troubleshooting was not performed for the hypoglycemic event. It is unknown whether the customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was not performed for the discrepancy event, the blood glucose value of 45 mg/dl and sensor glucose value of 145 mg/dl which was out of acceptable range. No further patient complications were reported. No product return is required for mmt-7040c9.